Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and a reservoir was used. The anti-reflux valve of the reservoir detached. A new device was used. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatches 2210968-2013-02161 and 2210968-2013-02162. The same patient is represented in each medwatch.